Event description:
Journal reference: wolter t, kaube h, mohadjer m. High cervical epidural neurostimulation for cluster headache: case report and review of the literature. Cephalagia. 2008; 28(10):1091-1094. Cch is the most severe and distressing primary headache syndrome. In some cases, medical treatment fails and operative treatment options have to be considered. Our case, a male born in 1944, to our knowledge, is the first to describe scs as a treatment option for cch. It is less invasive than dbs, but more invasive than ons. It consists of an approved technique that can be easily performed and does not carry great risk. Reportable event: the patient reports he prefers periods without stimulation, due to the paraesthesia that can be unpleasant, especially during neck movement.